Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, vaginal area pressure, and nocturia.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, vaginal area pressure, and nocturia.

Manufacturer narrative:
(B)(4), additional narrative: it was reported that after implantation the patient experienced pain, recurrence, urinary problems, and bowel problems. (B)(4) - undefined recurrence; urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.